Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a charred/burnt line conditioner (isolatran) unit. The fse proceeded to replace the line conditioner unit, the harness connector, and the 15 amp circuit breaker to resolve the issue. The fse then verified the repair as per established procedures. The cause of the event is attributed to the isolatran which damaged the harness connector and the circuit breaker. The unicel dxc 600i synchron access clinical system complies with (B)(4). (B)(4).

Event description:
The customer reported noticing a popping sound coming from the unicel dxc 600i synchron access clinical system and stated that the instrument stopped running. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. The customer did not observe any flame or smoke for this event and there was no report of injury.